Event description:
This procedure was performed in (B)(6). Customer states that the tumescent pump is constant running cannot turn off. Foot pedal not working/connection damaged while trying to get working. Not used in patient.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).